Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported from our edwards affiliates in germany, approximately 3 years post tavr procedure using a 26mm sapien 3 ultra valve, a valve-in-valve procedure was performed due to regurgitation. Under echo, the aortic valve opening area was less than 0.6mm. Attempts are being made for additional information.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Correction to b1; report type. The 26mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: certitude ds for s3. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and central regurgitation were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth over time, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 3 years after implant, a valve in valve procedure was performed due to regurgitation. Under echo the aortic valve opening area was under 0.6mm". It was reported that the patient needs dialysis. It's possible that the patient can suffer from chronic kidney disease (ckd) or end stage renal disease (ersd). These are well known factors for valve calcification leading to thickened leaflets and resulting in stenosis. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, the patient is reported to have stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. In this case, available information suggests that patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b5: additional information from the reporter found that the device used was a 26mm sapien 3 valve not an ultra valve as previously reported.

Event description:
Additional information from the reporter found that the device used was a 26mm sapien 3 valve not an ultra valve as previously reported.